Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The screw was returned in two pieces. The screw came back damaged and broken. It is unknown how or when this damage occurred. There were no other anomalies noted. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. Damage to the head of the screw may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. A review of the manufacturing records showed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient underwent skull repair surgery due to intracranial tumors. According to the report, the screw broke in the middle during the surgery. Reportedly, the screw was replaced with a new one and the patient was stable.